Event description:
Patient undergoing left total hip arthroplasty. During procedure the tip of a lewin bone holder broke off. The tip was found and verification was made that no piece of the bone holder was in the patient. Patient tolerated procedure fine and was brought to recovery room in satisfactory condition. Bone holder and tip placed in a bag and sequestered.